Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring broke. The piece was contained in the harvesting tool device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on (B)(6)2020 . An investigation was conducted on (B)(6)2020. A visual inspection was conducted. Signs of clinical use was observed and blood was observed on the c-ring. The scope wash tubing was observed to be cut away from the body of the c-ring. The end of the scope wash tubing was observed to be melted. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; c-ring¿ was confirmed. The lot # 25152661 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring broke. The piece was contained in the harvesting tool device. A replacement device was used to complete the procedure. The hospital did not report any patient effects